Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "balloon would not unravel and was removed from patient". If another iab catheter was inserted is unknown. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon would not unravel" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon would not unravel and was removed from patient". If another iab catheter was inserted is unknown. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.